Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The event of organ knicked was determined to be a procedural complication. Procedural complication is a known event of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that during the placement of the peg tube, an unspecified organ was "knicked" and the patient underwent an unspecified surgical procedure. Later on an unknown date in (B)(6) 2024, the patient passed away of unspecified procedural complications due to the "knicked" organ. Multiple attempts to obtain additional information were unsuccessful. Permission to contact the reporter was denied.